Event description:
It was reported that patient had a superficial skin infection and a wound washout on (B)(6) 2022. The patient was treated with oral and IV antibiotics. The infection is now resolved.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.